Event description:
Information received indicates when the intellidrive handle is pressed forward the bed goes backwards.

Manufacturer narrative:
The technician found the left transport handle assembly was not working. The technician replaced the left transport handle assembly to repair the bed.